Manufacturer narrative:
(B)(4).

Event description:
See manufacturer # 3004209178-2010-09906. The pacemaker clinic turned off the neurostimulator. The patient's neurologist turned it back on and the pt was doing okay.